Event description:
It was reported that "knee began to retain fluid needed to irrigate, so the surgeon replaced poly as well (left knee)."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Against hospital policy. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.